Event description:
Instrument failure - while inserting acetabular cup, the thread broke off of the inserter. Some thread were left inside the patient.

Manufacturer narrative:
The reason for this compliant was to report while inserting acetabular cup the thread broke off of the inserter;some thread were left inside the patient. To date the instrument has not been returned for investigational review as outlined in sales policy #4304 after issuance of the return product receipt (rpr). It has been in excess of 62 days from the date created and the agency did indicate that the instrument would be returned for evaluation. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. Customer complaints review showed previous complaints but there were no indications that this instrument has a design or material deficiency. Previous complaints against this lot number: 3. Summary of complaints: 9 functional, 8 dull/worn, 1 pin damage, 38 threads damaged/galled, 1 weld, 1 instrument damaged the implant, 3 bent, 114 broke/cracked/damaged, 1 hardware missing/lost, 1 device cracked/broke, 1 other, 3 end of like, 88 blank. A review of the device history record (DHR) revealed when released for use, met design and manufacturing requirements. Lot 197720l01 has 3 manufacture dates: (B)(6) 2016, (B)(6) 2017 and (B)(6) 2017. Possible time in service: 1.6, 2.0, 2.7 years. The root cause for the initial problem cannot be determined with confidence as the instrument was not returned for investigational review. Instruments are subjected to heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to the instrument instructions for use (IFU). No containment of inventory required, material or design issues cannot be identified.